Event description:
Boston scientific received information that this patient implanted with this pacemaker was experiencing seizures with syncope and was air-lifted to the hospital. Upon further evaluation, it was determined that the patient's heart rate was in the 20 bpm range with no pacing capture. The local area sales representative (sr) arrived and called boston scientific technical services (ts) for assistance in doing a device memory download to review if the latest stored ventricular event occurred before or after automatic capture (ac) was programmed off. The sr noted that there was no evidence that back up pacing was being provided. The patient was then admitted to the hospital and received a temporary pacemaker. Upon evaluation of the device memory, there were no resets or memory errors. The last recorded auto threshold test was completed successfully. There was no indication that the device was in a pacing retry mode. The device had been reprogrammed to vvi mode which appeared to be due to the patient's atrial fibrillation (af). The last recorded ventricular event occurred on (B)(6) 2012. The markers appear to represent fusion. Engineers determined the episode occurred after the device was programmed to a fixed output. It was later discovered that the last recorded episode occurred when the temporary pacemaker was being used. The sr tested the lead further by trying to reproduce noise and evaluate for any other lead issue, however was unable to after extensive evaluation. Subsequently, the pacemaker and right ventricular (rv) lead were replaced. The rv lead was surgically abandoned and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.